Manufacturer narrative:
The biomedical engineer (bme) reported that they did a maintenance reboot of the central nurse's station (cns), and when it came back up, it started to boot loop. Tech support (ts) had the customer power the unit down and unplug the alarm indicator, then try powering the device back up; but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they did a maintenance reboot of the central nurse's station (cns), and when it came back up, it started to boot loop. Tech support (ts) had the customer power the unit down and unplug the alarm indicator, then try powering the device back up; but the issue persisted. No patient harm was reported.